Event description:
Patient called to report a leak.

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned for analysis. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."